Event description:
Baxter (B)(4) received a report that an infusor sv 2 overinfused during patient use. The total fill volume of 97 ml was infused over the course of 35 hours rather than 48 hours. This implies a 2.77 ml/hr flow rate, which is 137% of the expected flow rate. The device was filled with a solution of morphine (not a baxter drug) and water. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.